Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with sensor and fingerstick readings up to 451 mg/dl while using the ilet with a steel 6 mm contact/detach infusion set, during which the system displayed insulin delivery yet glucose remained elevated; troubleshooting included multiple infusion set and supply changes, tubing fill, and education on monitoring, and the device¿s corrective algorithm and meal announcement subsequently brought glucose back into range. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention and no hospitalization, with eventual return to target range. Investigation included review of device data trends and guided supply replacement to address potential infusion delivery issues. Investigation of this case revealed no evidence of leakage or hardware malfunction and no confirmed device component failure, with hyperglycemia resolving after set changes and continued automated corrections, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.